Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the outer gasket tore during insertion and removal of instruments. The trocar was replaced with another 512sd to complete the case. There was no consequence to the pt.